Event description:
Technician alleged that the head pan would not lower. No injury reported.

Manufacturer narrative:
Technician found the cause was the age of the equipment. The technician replaced both gas springs to resolve the issue.